Event description:
Procedure type: laparo oophorocystectomy. Patient gender: unk. According to the reporter: during the case, the gray seal torn and fell into pt's cavity. The piece was retrieved. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).